Event description:
While performing the stripper maneuver, the olive detached from the stripper itself. Additional information from the affiliate explanted that the tip was retrieved without further surgical intervention.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.